Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Prior to the procedure, it was noted that there was severe calcium, and both leads were attached to the superior vena cava (svc). Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics tightrail sub-c rotating dilator sheath and a spectranetics 13f tightrail rotating dilator sheath (long) on the rv lead, the lead was removed with traction from the lld ez. However, the patient¿s blood pressure dropped, and a pericardial effusion was observed via transesophageal echocardiogram (tee). Rescue efforts began, including a subxiphoid window and drain, but unsuccessful; therefore, a sternotomy was performed, and an rv perforation was discovered. While repairing the rv perforation, a small svc perforation that was being tamponaded by the pericardium was detected and repaired. The ra lead was removed post-sternotomy, and the patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.